Event description:
It was reported that a da vinci si singlesite cholecystectomy procedure, the singlesite monopolar cautery instrument was not rotating. There were no missing or fallen pieces reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Manual input of the disc knobs showed that the main tube shaft rotated without any trouble found. The shaft of the instrument exhibited no damage. Failure analysis investigation also found that the electrical contact of the adapter where the hook accessory connects onto the distal end was damaged. A microscopic inspection found that the electrical contact was broken off and bent inward and material was missing. It was concluded that the damage was likely due to misuse/mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.